Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable is attributed to a component failure and related to device design. An additional observation not reported by the site was also identified. The housing was removed from the back end of the instrument and the flush tube guide was found to be dislodged. The flush tube guide did not exhibit any physical damage and no pieces were missing. The flush tube did not exhibit any damage. The root cause for the dislodged flush tube guide is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or event. A review of the instrument log for the product associated with this event shows that the small grasping retractor instrument was last used on(B)(6) 2021 on system sk4337. The instrument has a maximum of 10 uses. There was 9 more uses remaining on the instrument. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument was dropped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the small grasping retractor instrument was dropped. The issue was identified after the procedure. There was no patient involvement. There was no fragment that fell into the patient¿s anatomy. There was no delay in the procedure. The procedure was completed as planned with a back-up da vinci instrument and no patient injury.